Event description:
It was reported via voluntary medwatch mw5157238 that device entrapment and detachment occurred. A 1.50mm rotapro and rotawire were selected for use. During removal of the device in the normal way, it was not behaving as usual once outside the body on the case in question. It was fused to the wire and the physician had significant difficulty removing it from the wire. They were able to get it off using dynaglide and then wet gauze. However, once it was removed from the wire the burr fell apart from the drive shaft. It had already been used inside the patient and behaved normally up until then. There were no patient complications reported.